Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Eight days after the date of onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with vancomycin, 2 grams; fortum, 1 gram, and heparin, 0.5 ml, (frequencies and routes of administration were not reported). No further detail was provided regarding if dianeal therapy was ongoing. The patient outcome was unknown. No additional information is available.

Manufacturer narrative:
Seventeen days after peritonitis onset, the peritoneal dialysis (pd) catheter was removed and dianeal therapies were discontinued. One day later, the patient was discharged from the hospital. On an unreported date, in the same month, the patient was switched to hemodialysis therapy. At the time of this report, the peritonitis was resolving, the patient was recovering, the patient¿s pd re-catheterization was not yet planned and the patient was reportedly ¿doing well¿. Should additional relevant information become available, a supplemental report will be submitted.